Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving sufentanil (concentration 3000 mcg/ml) at a dose rate of 1501.4 mcg/day, clonidine (concentration: 400 mcg/ml) at a dose rate of 200.18 mcg/day, and bupivacaine (concentration: 20 mg/ml) at a dose rate of 10.009 mg/day via an implanted pump for non-malignant pain and post laminectomy pain. It was reported that a pump alarm was heard / confirmed via telemetry. The alarming pump was heard on (B)(6) 2016 and a critical alarm was occurring. The alarm was regarding a low battery reset and safe state. The pump's log revealed multiple resets, low battery resets, and safe state. The patient experienced withdrawal. Regarding actions taken, the pump was noted as having been in minimum rate mode and the patient was placed on orals. As of (B)(6) 2016 the event had not resolved. A pump replacement was planned to occur soon. The physician was considering replacing the pump this weekend or monday ((B)(6) 2016). On (B)(6) 2016, a consumer reported that the patient's pump was alarming. The pump was described as being worn out / quit working due to longevity. It was further noted that it was time to be changed due to longevity. The patient was currently at the hospital since (B)(6) 2016 and was looking for physician in the area that could replace and manage the pump. The pump was noted as having stopped on (B)(6) 2016 and the patient went to the hospital on (B)(6) 2016. The patient experienced a return of pain and some nausea that started on (B)(6) 2016. Physician listings were provided as requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.